Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the perfusionist (ccp) noticed the arterial and the cardioplegia pumps had stopped. The user swapped the arterial pump with the sucker pump (swapped tubing and tubing inserts). By the time the swap was complete, all the pumps were working. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per the clinical review: the ccp was using an adjacent pump for suction and he moved the suction tubing to an adjacent pump on the base. The tubing clamps of this replacement pump were changed and the arterial pump tubing was moved to this adjacent pump. After the tubing had been moved, the ccp stated that the stopped pump was again able to be re-started. He decided to use the replacement pump and cpb was re-started after a minute and a half delay of loss of arterial flow. The remainder of cpb was without issue.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the problem at the user facility. The fsr checked the voltage and ran calibration. The voltage to the pumps was 117v and the pumps operated to specifications. The fsr completed preventative maintenance and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.